Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; the main printed circuit board (pcb) was electrically out of specification. Analysis also found that both display wires were pinched, but the insulation was not compromised. Additionally, two case screws were found to be contaminated.

Event description:
It was reported that there was no atrial output seen or observed. The external pulse generator (epg) was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. The main board was assembled into a golden unit. The board was run on the automated test console. The board failed several tests for atrial output. The atrial trace output was traced to an inductor where it was received as an input, but was not providing the correct output. The inductor was replaced with a known good part. The board was run again on the test console. All tests passed. The log was reviewed, no errors were observed. Conclusion: the reported event was confirmed as out of specification electrical. The main board had an inductor component failure. If information is provided in the future, a supplemental report will be issued.